Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during an interventional procedure, in the superficial femoral artery, the fox plus balloon ruptured at 5 atmospheres during the second inflation. The balloon was removed without difficulty. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.